Event description:
It was reported that the patient underwent a generator replacement on (B)(6) 2012 due to an increase in seizures. The physician reported that on (B)(6) 2012 the patient was having increased seizures. At that point the point current was increased from 1.75ma to 2.0ma and the rest of settings were frequency=20hz/pulse width= 250usec/on time=30sec/off time=1.8min/magnet output= 1.75ma/magnet on time=60sec/magnet pulse width=250usec. The patient was not seen again until (B)(6) 2012, after the generator was replaced. The clinic notes from that visit state the patient was doing well and that the seizures seem to be under control. The magnet output was changed to 2.25ma, but all the other settings remained the same. At that time the patient was (B)(6) and was no longer under the care of the pediatric department and therefore, they have had no follow-up since that date. No further information was provided. The generator was returned for product analysis. No anomalies concerning the generator were observed.

Manufacturer narrative:
.